Event description:
Caller reported 10/19/2010 aviva blood glucose results: 1609 - 2.7 mmol/l; 1825 - 4.3 mmol/l; 1907 - 25.6 mmol/l; 1912 - 11.7 mmol/l; 1913 - 8.0 mmol/l; 1915 - 9.2 mmol/l. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).